Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up in november 2016 a single high pace impedance measurements was noted when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The values continued to change but were not out of range. Doing provocation testing and valsalva maneuvers showed low amplitude noise which was not marked on the electrocardiogram. During pocket manipulation no noise was noted. The shock values appeared stable but at the most recent follow up the values were out of range. It was noted that pacing thresholds were stable but sensing was abnormal. The device ventricular tachycardia (vt) and ventricular fibrillation (vf) zones were extended in duration by the physician. The patient will continue to be monitored via remote monitoring. No adverse patient effects were reported.

Event description:
A review by boston scientific technical services (ts) confirmed no noise and agreed with the programming option to help with non-sustained episodes. Ts noted an increase in pace impedance measurements which were not out of range with an increase in high voltage impedance as well. The lead implanted was a high impedance lead and continuing to monitor the patient was suggested by boston scientific technical services (ts). Ts also discussed that although the svc to can vector was high and showed out of range shock impedance measurements no shock is delivered from this configuration and the right ventricular to svc configuration was below 125 ohms thus no change were recommended. Possibly performing a defibrillation test to evaluated the effectiveness of the real shock in the currently programmed triad vector was discussed by boston scientific technical services (ts) at the physician discretion. Ts noted that the elevated impedance for svc to can could be related to a physiologic change around the coil and does not necessarily indicate a problem with the conductor.